Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was inconclusive. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Visual inspection revealed severe hybrid damage resulting in excessive current drain greater than 40ma. Additional electrical analysis was not performed because of the damage to the hybrid. No anomalies were observed during inspection of the perimeter of the stacked chip scale package (scsp) after removing all of the surrounding components. (B)(4).

Event description:
Further information indicates there were no allegations against the device and it was removed for unrelated reasons.

Event description:
The device was removed and returned with no information and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant product: 6947 implantable tachy lead, (B)(6) 2009. (B)(4).